Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Further company follow-up with the consumer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("fallopian tube perforation"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy abnormal bleeding") in a 24-year-old female patient (gravida 4, para 2) who had essure (batch no. Right 50712364, left 50712464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: ambien. Concurrent conditions included anxiety and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary infection"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and abdominal pain upper ("stomach pains"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure coils removal) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, back pain and abdominal pain upper outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: current weight 106 lbs. Right coils ~ 1& left coils ~ 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, nausea , heavy bleeding, vaginal bleeding, abdominal pain . Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received events "abnormal bleeding (vaginal, menorrhagia), pregnancy(stillbirth or miscarriage), infection (bladder/ urinary tract/vaginal) type: urinary, migraines,headaches, nausea,dysmenorrhea (cramping), , dyspareunia (painful sexualintercourse), pain, fatigue, weight loss, stomach pain, she did not undergo essure confirmation test, back pain, fallopian tube perforation" added. Reporter, patient and product information added. Concomitant condition and historical drug added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), fallopian tube perforation ("fallopian tube perforation"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and genital haemorrhage ("heavy abnormal bleeding") in a 24-year-old female patient (gravida 4, para 2) who had essure (batch no. Right 50712364-inv, left 50712464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: ambien. Concurrent conditions included anxiety and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary infection"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and abdominal pain upper ("stomach pains"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (essure coils removal) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, back pain and abdominal pain upper outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: current weight 106 lbs. Right coils ~ 1& left coils ~ 3 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, nausea , heavy bleeding, vaginal bleeding, abdominal pain lot number:50712464 manufacture date: 2013/01 expiration date: 2016/01 . Lot number 50712364 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.